Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the coronary dilatation catheters, nc trek rx, instructions for use as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the ostial left anterior descending (lad) artery. The ht turntrac guide wire was advanced to the lesion with no issue. A 3.50 x 15 mm nc trek balloon catheter was advanced to the lesion and inflated to 6 atmospheres. Post inflation a retrograde dissection was noted. A 3.50 x 23 mm xience alpine stent was deployed to treat the dissection; however the dissection persisted. The patient was sent to surgery for coronary bypass graft. No additional information was provided.